Manufacturer narrative:
Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s918usqs6cyb3. Smartphone hardware: sm-s918u. Cgm sensor type: g6. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported recurring infections at the cannula site after removing her pod, leading to methicillin-resistant staphylococcus aureus (mrsa) and requiring medical attention multiple times. She uses hibiclens and alcohol, applying the pod right after a shower. The agent advised her to wait 2-4 hours after showering before changing the pod and provided tips for preventing infections and improving pod adhesion. The patient was treated with intravenous (IV) antibiotics, steroid creams, and fungal creams.